Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Access was obtained through the right femoral artery and right femoral vein. The 100% stenosed, ostial lesion was located in the left anterior descending artery (lad). A 2.75x25mm quantum maverick balloon was advanced to the proximal lad to predilate the lesion. The balloon was inflated twice to 4 atm's for 14 and 10 seconds and two more times to 6 atm's for 30 and 12 seconds. A 2.75x28mm taxus liberte' drug eluting stent was advanced to the proximal lad lesion and deployed at 12 atm's for 20 seconds. An intra aortic balloon pump was inserted. A 2.75x15mm quantum maverick balloon was used to post dilate the stent. Seven inflations to 12 and 14 atm's for 10 and 14 seconds were made. The pt had no episodes of st segment elevations during the balloon inflations. A swan-ganz catheter was then placed and the procedure was ended. The pt received heparin, reopro, atropine, dopamine, neosynephrine, amiodarone and plavix during the procedure. A potassium drip was started at the end of the procedure and lasix was given. No complications occurred. Ten days later, the pt returned to the ccl on ntg drip. A cardiac catheterization found a subacute thrombosis. Further intervention was not performed. The physician opted to treat the pt medically. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.